Event description:
Customer reported experiencing difficulty getting the reservoir to click in place. There was no adverse impact to the customer¿s blood glucose level. Customer declined further follow-up from customer technical support and no additional information about the outcome of the event was obtained.